Event description:
It was reported that an iab rupture and blood back occurred on a cs300 intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to verify the reported issue. The stm observed no evidence of blood contamination on crm, safety disk, and blood detect tubing. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. This report is being submitted as a result of a retrospective review conducted in CAPA (B)(4).